Event description:
Pt was in the hospital for a non-diabetes related event. Her blood glucose was 450 mg/dl in the evening on (B)(6) 2012. A nurse delivered insulin via the infusion device, but this did not lower her blood glucose. She then delivered insulin via pen, and her blood glucose decreased to 260 mg/dl one hour later. Her blood glucose was 360 mg/dl the next morning, and she had a ketone measurement of "+++." A nurse delivered insulin via the infusion device, but this did not lower her blood glucose. She then delivered 10 i.u. Of insulin via pen, and her blood glucose decreased to 20 mg/dl. Pt's physician does not trust the infusion device and believes the insulin delivery is too low. The infusion device was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.